Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover (maj-2315), the physician perforated the patient's throat (esophagus) upon insertion of the scope. The indication for the ercp was gallstones. The physician stated that she did not think the scope was the cause. The patient required a stay in the intensive care unit (ICU) due to this injury. The patient is currently doing well. The customer was unable to provide information regarding patient demographics and pre-existing conditions or the lot number of the distal cap used in the case. The customer stated that they were not aware of any malfunction of the scope occurring during the procedure. The customer was unable to confirm if there was any abnormality in the appearance of either the scope or the cap before or after the procedure. The customer is unable to provide any further information regarding this case. Mw 8010047-2021-08182 reports the evis exera iii duodenovideoscope (tjf-q190v) used in the case.